Manufacturer narrative:
Additional information received. Patient birth date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age and patient birth date were unavailable from the site. Other relevant device(s) are: product ID: bi-500-01065, version #: 4.1.0. The unique identifier was not available at the time of reporting. The software is under investigation at this time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was having trouble communicating with an navigation system. During troubleshooting after the clinical case, the manufacturer representative (rep) rebooted the imaging system and the communication was restored. The issue was able to be replicated when trying to swap between the two navigation systems on site. Anytime the rep swapped from one navigation system to another, they had to reboot the imaging system for communication to be restored to the second navigation system. Technical services had the rep turn on navigation server selection on the mobile view station (mvs). After that, the imaging system was able to communicate with either navigation system by manually selecting the system using the navigation selection option. There was less than an hour delay to the procedure. No impact on patient outcome.